Event description:
Ventilator screen went blank and vent did not appear to be operational, patient was bagged, no injury, vent was swapped out.====================== manufacturer response for ventilator, 840 ventilator======================vent has been running withoutgeneration of above error codes for > 96 hours. Response from covidien cse: "the vent when ithas an assertion failure, the display does goblank until it passes post. I would let it runover the weekend and see if any error codes popup. Assertion error is usually created by a backup of data being sent and received. The vent willdump the backlog and start fresh which is what yousaid happened. With the 840, when an assertionfailure is declared, the gui will blank and a post is initiated. During this time the bdcpu controls the vent and the pt will still bevented. When the gui passes post, the gui willcome back on and vent as usual. If the gui failspost, the bd will still vent the pt and acontinuous alarm will be present which servicewill be needed." Repeat est completed and all tests passed. Willhold vent back for now until a print out ofdiagnostic logs can be obtained. Following are: (a) system diagnosticlog and (b) system information log